Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a CABG, the clips jammed and also scissored. It was not reported how the procedure was completed. There was no pt consequence.